Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/07/2015 with the following findings: the black box began on (B)(6) 2015. Due to continuous use of the pump, the black box data and histories for the event have been overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter, the patient¿s mother, contacted animas to report that on (B)(6) 2012, the patient obtained the blood glucose reading of 407 mg/dl, and he experienced the symptom of nausea and tested positive for large amounts of urinary ketones. The patient's mother gave the patient bolus doses of insulin via the pump and via syringe injections and the patient's subsequent blood glucose readings were 400 mg/dl, 367 mg/dl and 247 mg/dl. The patient's mother changed the infusion set and infusion site twice and also changed the insulin vial. Troubleshooting revealed there were no issues found with the infusion set or infusion site, all pump settings, programming and date/time were correct, and the total basal/bolus doses correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The reporter stated she was not certain if the patient was going through a growth spurt at this time. There is no evidence the pump was not functioning appropriately. However, as the patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.